Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 was received during a bolus. Customer's blood glucose (bg) level was 400 mg/dl. Customer also stated that they had gone to the emergency room due to elevated bg levels. Multiple follow up attempts were made to obtain additional information. However the customer did not respond.